Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) cutter split in half. Same device was used to complete the procedure. No adverse effects or harm to the pt.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) cutter split in half. When they fired the cutter it cracked in half and the aortic tissue plug was not in the punch. It had not cut through the aorta properly. Part of the punch tissue was still attached to the aortic wall. They quickly had to place a side-biting clamp on the aorta and careful grasp the small piece of tissue with forceps and cut the piece out as they did not want it to accidentally fall into the aorta and cause the patient a possible stroke. Same device was used to complete the procedure. No adverse effects or harm to the patient.

Manufacturer narrative:
Trackwise # 567415 corrected sections: b1, h1, h6 clinical code corrected from "4580" to "4582" .updated sections: b4, b5, g4, g7, h2, h10, h11.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 01/17/2022. An investigation was conducted on 02/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The aortic cutter housing cover was split at the joints but was not completely detached. There was only a split/gap identified at the joints of the housing, nearest to distal end of the aortic cutter. Per (B)(4) the extension of the blade was measured at 0.4040¿¿ which is within the specification. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.5180¿¿, the spring outer diameter was measured at 0.4510¿¿ and the diameter of the spring wire was measured at 0.4525¿¿. The diameter of the spring wire was measured at 0.035". All the measured dimensions were within the specifications per (B)(4). There were no non-conformities observed with the spring based on the returned condition of the device, the reported failure "break" was confirmed the DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25160622 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluation changed from "other" to "device evaluation anticipated, but not yet begun." The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.